Manufacturer narrative:
(B)(4). The analysis showed that the tsw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Additionally, the pan had marks on the bottom and the retention stops were damaged, consistent with the damaged observed when a locked reload is attempted to fire with enough force to eject the reload forward. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, during firing, the alignment slot burst and the magazine loose, ten staples fell into the patient. The staples were removed. Out of broken reload could be removed and also a small broken parts of the reload (alignment tab). Another device was used to complete the case with no patient consequence.